Manufacturer narrative:
The wheelchair was used by ambulance staff to run the patient down the stairs. According to the oral report, it felt like "the chair went off" and paramedics lost his balance. The attachment that holds the adjustment of the back height went off. The plastic has not been found. The patient fell out of his chair, received blows to the head and concussion. An ambulance driver broke his finger the spirea 2 is the same /similar as the myon products which are manufactured and/or marketed by invacare in the u.s. This alleged incident occurred in (B)(6).

Event description:
The wheelchair was used by ambulance staff to run the patient down the stairs. According to the oral report, it felt like "the chair went off" and paramedics lost his balance. The attachment that holds the adjustment of the back height went off. The plastic has not been found. The patient fell out of his chair, received blows to the head and concussion. An ambulance driver broke his finger. The spirea 2 is the same /similar as the myon products which are manufactured and/or marketed by invacare in the u.s. This alleged incident occurred in (B)(6).